Event description:
It was reported that the device was found to be in back-up vvi after an ablation procedure. A power-on reset had occurred. It appeared the device went into back-up while charging to deliver therapy. A device download was successfully performed and the device returned to normal operation. Patient condition is fine.